Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This complaint originated as a result of a report received by baxter (B)(4) from (B)(6), dialysis unit. It was reported that the connector of the miniset transfer set (code: r5c4482, batch: unk) was broken and the device could not be connected to the bag or to the iodine cap. One unit was impacted. No patient involved. Sample is available.

Event description:
A customer contacted baxter's technical service center regarding and overprime situation on the homechoice (hc) during use. The home patient (hp) reported fluid was dripping from patient line during prime. The hp stated there were a few things sitting on the heater bag during prime. The technical service representative (tsr) explained nothing could be up there. Hp understood. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter corporate product surveillance received a returned call from the home patient (hp) regarding the reported overprime incident on (B)(6) 2010. The hp informed his nurse of the incident. During baxter's discussion with the patient, it was stated that at the time baxter technical support was contacted, there was solution coming out of the tip of the patient line after prime. Also during the call the hp stated that he did not note any defects in the supplies prior to use and he completed therapy that night using the same supplies. The patient also explained that he had a few things sitting on top if the heater bags. It was recommended by baxter technical services not to stack anything on top of the bags. No additional allegations were made against any of the patient's other dialysis products. During conversation with the patient no injury, harm or medical intervention was indicated as a result of this incident. When we inquired about specific lot numbers for the products involved, the hp stated that he'd discarded the supplies after therapy, and did not know the lot numbers or the dates of shipment or delivery. The reported incident could not be confirmed as the sample was not available and the lot number was not provided. A batch record review could not be performed since the lot number was not available. This issue will be monitored and trended for similarly reported incidents.